Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). They received a letter concerning a stimulator malfunction that resulted from the 'procedure' done by their hcp (see 0703592185 for referenced event). Patient confirmed that their physical spinal cord was damaged, but did not elaborate further. When agent inquired when the damage occurred, patient mentioned it's been a while. Agent redirected the patient with national answering service (nas) number. Agent additionally sent an email to the patient relations team for visibility. Patient called back repeating the device damaged their spine and they need to speak with someone. Agent attempted to clarify with patient several times what specifically patient was needing to speak about, but patient only kept repeating that they were needing to speak with someone from the manufacturer because the device damaged their spine. Agent reviewed a message was already passed on to patient relations and issue was documented after the last call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.